Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgical procedure due to a pump malfunction. During the procedure, the existing pump was removed and replaced. No additional information was reported.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegation of a pump mechanical anomaly could not be confirmed through product analysis. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams700 was thoroughly analyzed. Visual and microscopical inspection of the returned pump identified fatigue and wear down to the filament. However, the component performed within specification during functional testing. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgical procedure due to a pump malfunction. During the procedure, the existing pump was removed and replaced. No additional information was reported.